Event description:
It was reported that a pt underwent a gynecological procedure in 2008. After the procedure, it was noticed that it was very hard to connect the disposable hand piece to the motor drive unit. There was no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the device mfg records was conducted and the device met all finished goods release criteria.